Event description:
It was reported there was externalized conductors on the lead confirmed via fluoroscopy. Then patient presented asymptomatic in the operating room for a scheduled generator explant due to device being at eri. Patient will continue with routine followups.

Manufacturer narrative:
(B)(4).